Event description:
Impedance readings were <250 ohms on bipolar pairs 4/6; and 6/7. All monopolar pairs = 690 ohms <15 ma. Group impedance (6-/c+ programmed) = 467 ohms at 1.2v, 90pw, 185 hz, it increased to 589 ohms when increased to 1.5v. It was noted that the impedances had always been this way and there was a history of a fall; how the patient fell and where were unknown. A lead revision was being discussed.

Manufacturer narrative:
(B) (4).